Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed no damage to the pump. Functional testing involved three separate delivery accuracy tests. And all three tests found the pump to be over the manufacturing specifications. One possible, but unconfirmed, problem source was listed as an issue with the expulsor. Based on evidence and investigation, the complaint allegation was confirmed. The expulsor was replaced.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device was volume testing high. There was no patient, or clinician injury associated with these occurrences. No further details provided at this time.